Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high and low blood glucose readings. The customer's blood glucose was 40's mg/dl to high. Customer had symptoms such as frequent urination and thirst. Customer treated the high readings with injections from the pump. Customer ran displacement and self-test and both tests passed.